Event description:
It was reported that a 2000ml exactamix eva (ethylene vinyl acetate) bag was leaking at the administration port. The leak was observed after the bag was filled with solution prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h11. H4: the lot was manufactured between may 29-30, 2023. H11: the device was received for evaluation. Visual inspection was performed on the returned sample, and the reported issue of leakage was not identified by initial visual inspection on the returned sample. Functional testing of sample was performed, and a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.